Event description:
It was reported, that the right ventricular (rv) lead exhibited noise. Furthermore, chest x-ray performed noted, that the rv lead is dislodged. The rv lead was explanted and replaced. The patient was stable throughout the procedure.